Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery for the left olecranon fracture with the plate. At the va locking screw hole of the most proximal ulnar side, the drill guide 2.7mm was not able to be attached. The surgeon tried the other drilling guide, but it could not be attached as well. In the end, the variable angle side of the va drill sleeve 2.7 was used for inserting the va locking screw. However, by trying to attach the drill guide 2.7mm many times might have caused the screw-cutting breakage of the screw hole, the locking screw got idled rotation and was unable to do the final tightening. By the surgeon¿s judgement, the locking screw was left for fixing the plate. The surgery was completed successfully with no delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d4 (catalog), d10 (concomitant), g4 [PMA/ 510(k)]. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that there were no allegations against the drill guide 2.7mm (03.133.080) and va drill sleeve 2.7 (03.211.002).